Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the patient was treated for a femoral trochanteric fracture on (B)(6) 2013. During the insertion of the blade, it interfered with the nail and the blade was broken. The surgeon used the blade from another set originally prepared for an operation later that day. Reportedly the buttress/compression nut was overtightened, and the bending sleeve might change the direction of a guide wire or let a guide wire bend. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis. We have received this complained pfna- ii blade for investigation; here the result: on the tip of the blade there are two broken off sections that look like the blade was hit against a sharp edge. Throughout that the material was sheared off the tip. It is possible that the blade was not positioned precisely during the reinsertion. The article was analyzed for conformance to print specification, as well as the device history record was researched. No abnormal findings were identified. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. No product fault could be detected.